Manufacturer narrative:
Zimmer biomet (B)(4). Additional 510k numbers k011028 and k013227.

Event description:
It was reported that an implant fractured and was removed.

Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 10mm was returned for inspection. A visual inspection confirmed the implant was fractured. A device history review was performed and no related nonconformances were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The complaint is related to the functional performance of the product. The following sections have been updated:

Event description:
There is no additional event information available at the time of this report.